Event description:
Patient was treated at hospital for hyperglycemia. Patient was wearing suspect device at the time. After being admitted, patient noticed the insulin cartridge was cracked and the insulin in the cartridge was crystallized. Device passed all technical inspections.